Event description:
Changed before it went out. Customer said the chair lost power while driving. Tech could not reduplicate the problem. Did show 700 fault code, which is joystick fault. Extension cable was pretty dirty going into controller which the provider states may have caused the error code and failure but did quote to play it safe.